Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) sensor lost communication with the ilet, and the user required assistance to restore connectivity; the user toggled the cgm settings and successfully reconnected the dexcom g7 sensor using the pairing code provided. No adverse clinical symptoms reported. Outcomes included no alerts, no alarms, and no need for medical care. User support included guided troubleshooting and user education to resolve the signal loss to the ilet. Investigation of this case revealed a transient communication issue between the ilet and the dexcom g7 sensor that was resolved through device setting adjustments, consistent with a temporary signal loss without device damage. It was concluded, based on previously established findings for similar reports, that the cause was user setup or configuration leading to temporary loss of communication.

Manufacturer narrative:
Initial.